Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly, which led to intermittent pump shutdowns. The customer's blood glucose (bg) was reportedly 498 mg/dl with small ketones, which caused the customer to experience vomiting. Customer treated for the bg/ketone level by administering a manual injection and completing a supply change on the pump. Reportedly, the customer continued to use the pump for insulin therapy.